Event description:
It was reported the device had premature battery depletion. It was reported to have average pacing in the ventricle, none in the atrium, and no shocks were delivered. The device will be replaced. No patient complications have been reported as a result of this event. Based on additional information received, the device was not replaced at the time of the reported premature battery depletion, due to the patient's medical condition. It has additionally been reported that the patient has heard an alert at 20-hour increments and the device had a charge circuit timeout. Device replacement is planned. There were no patient complications.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) analysis of the device found no telemetry or output. Additional analysis revealed the cause of the battery depletion was current leakage in the battery filter capacitors.

Event description:
It was reported the device had premature battery depletion. It was reported to have average pacing in the ventricle, none in the atrium, and no shocks were delivered. The device will be replaced. No patient complications have been reported as a result of this event. Based on additional information received, the device was not replaced at the time of the reported premature battery depletion, due to the patient's medical condition. It has additionally been reported that the patient has heard an alert at 20-hour increments and the device had a charge circuit timeout. The device was replaced and returned, with a report of long charge time and charge time out. There were no patient complications.

Event description:
It was reported the device had premature battery depletion. It was reported to have average pacing in the ventricle, none in the atrium, and no shocks were delivered. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.